Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor stopping working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be high counts aberration. In addition, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. The reported event of a sensor stopping working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.